Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed gi bleeding approximately 1 week post implant. Unspecified changes to the patient's medication were made and the patient was transfused with 6 units of packed red blood cells. The bleeding reportedly resolved on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 15 days. The patient remains ongoing on vad support. A correlation of the device to the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.